Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was there any change in the post-operative care for the patient as a result of the event? Not that I'm aware of.

Event description:
It was reported that during a sleeve gastrectomy procedure, the powered echelon was fired two times on a sleeve and the second firing with a green load and buttressing, the staples were all at a goal post. It was reported that no staples form the b's and he had to make the sleeve a little tighter than he would have liked. There was no patient consequence reported. The procedure was completed with another device of the same product code.